Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that the customer was in the ICU for dka. Customer's blood glucose was 930 mg/dl at the time of the incident. Customer had symptoms related to her high blood glucose such as vomiting and abdominal pain. Customer treated with a bolus. Customer was admitted into the hospital as a result of high blood glucose on (B)(6) 2016. Customer was released on (B)(6) 2016. Customer was given an IV insulin drip, fluids, pain medication, lipitor, antibiotic, and nausea medication. Customer was wearing the pump at the time of the hospitalization. Caller does not have the pump to continue troubleshooting.